Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable device in the last few weeks. The nurse for the doctor¿s office informed the rep that the patient had been in the ER over the weekend, was complaining of atrial fibrillation (afib), hypertension and the patient thought it was associated with the implant of the device. The device had to be turned off. The nurse stated that the issue was probably due to the surgery the patient had and she had a history of afib and hypertension. The rep indicated that they would followup if they become aware of new/additional information.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they didn't remember the date. The implanting doctor was stated. The patient is now fine and the device is back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.